Event description:
Information received indicates medication was dispensed on the floor during set-up of the pump.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.